Event description:
It was reported the device turns off and on. It was reported the device was not in contact with the patient for this event. It was reported no patient injury is alleged, no medical intervention was required, there was no delay in surgery, and the patient was not prepped for surgery.